Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034 - 2020 - 01995.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034 - 2020 - 01995.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: m2a 38one piece 38 x 48 porous rd118848 lot # 694600. Mallory head press fit femoral11-104107 lot #28536.

Event description:
It was reported that patient underwent left total hip arthroplasty and was revised seventeen years later due to metallosis and pain. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown cup lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00485 cup.

Event description:
It was reported that patient underwent a revision procedure seventeen years post implantation due to metallosis and pain. Attempts were made to obtain additional information; however, none was available.